Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - ni. Expiration date - ni. Unique identifier (UDI) # - ni. Date explanted - na. Manufacture date ¿ ni.

Event description:
Patient is experiencing an allergic reaction in left hip 6 years post implantation. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.